Manufacturer narrative:
Suspect device received on october 21 2020. Date of explantation updated to september 25, 2020. Device evaluation completed on october 23, 2020. During the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold measuring approximately 0.3 cm . The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 2 2020 indicated that patient experience breast mass, as a result patient underwent excision of fibrotic mass, explantation of ruptured implant and oncoplastic breast reconstruction with implant: cat#: 3501640, sn#: (B)(6). Patient age at the time of event was 58 years old and her ethnicity is caucasian, date of event was on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 275cc saline prosthesis experienced right sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. As a result patient had the implant removed on (B)(6) 2020.